Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) 15 mg/ml via an implantable pump for non-malignant pain for indication use. It was reported that the pump logs showed a motor stall on (B)(6) 2024 when pt had magnetic resonance imaging (MRI) but no recovery. The agent had the healthcare provider (hcp) reinterrogate and check the pump logs which showed a motor stall recovery occurred today. The agent reviewed information on telemetry mode for sm2 pumps. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.